Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 44-year-old female patient. The patient was injected with radiesse 1.5 ml into the middle and lower third of the face. Batch number was reported as a00158790. The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00158790 (expiry date: 25-mar-2026). A lot search in the global safety database was conducted. She was injected with radiesse into the neck and elbow region (off label use of device), without any reaction, in (B)(6) 2025 (reported as 2 months ago). She was previously injected with a biopolymer into the lips, more than 10 years ago. Medical history included dermatitis and chronic urticaria. Concomitant medication included bilastin (reported as bilasten), dupilumab and cyclosporine. On (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a local inflammation reaction in the middle and lower third of the face, a lot of pressure on the face, heat, itching and as if the area was throbbing. This prevented her from sleeping. The clinical condition improved with dacortin (30mg, 1 tablet per day) and worsened at night. In (B)(6) 2025 (reported as after 4-5 days), when corticoid therapy was withdrawn, the patient returned with the same symptoms. There were no signs of local infection, fever or arthropathy. No digestive or neurological symptoms. At the time of the report, the patient was still experiencing inflammation, although to a lesser degree. She was still undergoing treatment with corticosteroids and antihistamines. The physician recommended that the corticosteroid treatment continued for 5 more days and was able to reassess the following week. Patients progress was awaited. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 07-may-2025: this case was upgraded to serious. The patient was injected subcutaneously with a total of 1.5 ml of radiesse 1.5 ml into the right and the left side of the zygomatic arch and mandible angle (off label use of device), for flaccidity of the middle and lower jaw, on (B)(6) 2025. She was injected with 0.9 ml into each side of the zygomatic arch and mandible angle (0.75 ml of radiesse 1.5 ml into each side), using 4 injection points, 2 on each side. Radiesse 1.5 ml was injected using a 25 g cannula. Radiesse 1.5 ml was diluted with 0.3 ml of lidocaine (reported as lido) (product preparation issue, off label use of device). Retrograde technique was used. The patient was previously injected with botox®, hyaluronic acid and radiesse, which were well tolerated. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was related to the radiesse 1.5 ml injection, medical intervention was necessary to prevent a life-threatening condition or a permanent damage, the event was not life-threatening, did not require hospitalization for more than 24 hours, did not lead to a new diagnosed chronic disease, a causal relationship to incorporated local anesthetic in the product was not suspected and no surgical intervention was required.

Manufacturer narrative:
The batch record review for radiesse, lot a00158790, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00158790) and no similar events were noted. Assessment by merz: the reported event occurred in a compatible local relationship. Injection date was not provided but temporal relationship can be assumed based on the wording of this report. Injection site inflammation is expected based on a currently valid EU instructions for use (IFU) leaflet of radiesse. The reported pressure, heat, itching and throbbing are considered to be symptoms of the injection site inflammation whereas prevention from sleeping is considered to be a consequence of the injection site inflammation and therefore were not coded. Off label use of device was coded only for formal reasons. Injections into the neck and elbow region are no approved indications for radiesse in EU. Possible confounding factors include patients medical history of dermatitis and chronic urticaria. However, the reported injection site reaction can occur after the treatment with radiesse. Therefore, causality for the event is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to receipt of follow-up information on 07-may-2025: this case was upgraded to serious. Product preparation issue was added. Based on the information provided, the previously assessed event occurred in compatible temporal relationship. Product preparation issue is only coded for formal reasons. A dilution of radiesse with lidocaine is no approved indication for radiesse in the EU. Additional confounding factors could be the previous aesthetic treatments. Causality for the previously assessed event is assessed as possibly related to the treatment with radiesse due to compatible local and temporal relationship. This case is considered as serious with the serious event injection site inflammation because treatment was deemed necessary to prevent a permanent damage.

Manufacturer narrative:
The batch record review for radiesse, lot a00158790, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00158790) and no similar events were noted. Assessment by merz: the reported event occurred in a compatible local relationship. Injection date was not provided but temporal relationship can be assumed based on the wording of this report. Injection site inflammation is expected based on a currently valid EU instructions for use (IFU) leaflet of radiesse. The reported pressure, heat, itching and throbbing are considered to be symptoms of the injection site inflammation whereas prevention from sleeping is considered to be a consequence of the injection site inflammation and therefore were not coded. Off label use of device was coded only for formal reasons. Injections into the neck and elbow region are no approved indications for radiesse in EU. Possible confounding factors include patients' medical history of dermatitis and chronic urticaria. However, the reported injection site reaction can occur after the treatment with radiesse. Therefore, causality for the event is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to receipt of follow-up information on 07-may-2025: this case was upgraded to serious. Product preparation issue was added. Based on the information provided, the previously assessed event occurred in compatible temporal relationship. Product preparation issue is only coded for formal reasons. A dilution of radiesse with lidocaine is no approved indication for radiesse in the EU. Additional confounding factors could be the previous aesthetic treatments. Causality for the previously assessed event is assessed as possibly related to the treatment with radiesse due to compatible local and temporal relationship. This case is considered as serious with the serious event injection site inflammation because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow-up information on 10-sep-2025: based on the information provided, the outcome of the event was changed from not resolved to resolved. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site inflammation because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 44-year-old female patient. The patient was injected with radiesse 1.5 ml into the middle and lower third of the face. Batch number was reported as a00158790. The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00158790 (expiry date: 25-mar-2026). A lot search in the global safety database was conducted. She was injected with radiesse into the neck and elbow region (off label use of device), without any reaction, in (B)(6) 2025 (reported as 2 months ago). She was previously injected with a biopolymer into the lips, more than 10 years ago. Medical history included dermatitis and chronic urticaria. Concomitant medication included bilastin (reported as bilasten), dupilumab and cyclosporine. On (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a local inflammation reaction in the middle and lower third of the face, a lot of pressure on the face, heat, itching and as if the area was throbbing. This prevented her from sleeping. The clinical condition improved with dacortin (30mg, 1 tablet per day) and worsened at night. In (B)(6) 2025 (reported as after 4-5 days), when corticoid therapy was withdrawn, the patient returned with the same symptoms. There were no signs of local infection, fever or arthropathy. No digestive or neurological symptoms. At the time of the report, the patient was still experiencing inflammation, although to a lesser degree. She was still undergoing treatment with corticosteroids and antihistamines. The physician recommended that the corticosteroid treatment continued for 5 more days and was able to reassess the following week. Patients progress was awaited. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 07-may-2025: this case was upgraded to serious. The patient was injected subcutaneously with a total of 1.5 ml of radiesse 1.5 ml into the right and the left side of the zygomatic arch and mandible angle (off label use of device), for flaccidity of the middle and lower jaw, on (B)(6) 2025. She was injected with 0.9 ml into each side of the zygomatic arch and mandible angle (0.75 ml of radiesse 1.5 ml into each side), using 4 injection points, 2 on each side. Radiesse 1.5 ml was injected using a 25 g cannula. Radiesse 1.5 ml was diluted with 0.3 ml of lidocaine (reported as lido) (product preparation issue, off label use of device). Retrograde technique was used. The patient was previously injected with botox®, hyaluronic acid and radiesse, which were well tolerated. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was related to the radiesse 1.5 ml injection, medical intervention was necessary to prevent a life-threatening condition or a permanent damage, the event was not life-threatening, did not require hospitalization for more than 24 hours, did not lead to a new diagnosed chronic disease, a causal relationship to incorporated local anesthetic in the product was not suspected and no surgical intervention was required. Follow-up information was received on 10-sep-2025: the patient was doing well. The outcome of the event was reported as resolved, in 2025 (changed from not resolved).